Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft break occurred. During insertion of the 2.75 x 24 mm taxus express2 drug eluting stent the shaft broke in half. The procedure was successfully completed with another 2.75 x 24 mm taxus express2 drug eluting stent. No pt complications were reported. The pt status is reported as 'satisfactory/good.'